Manufacturer narrative:
Occupation: materials manager. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopy procedure using four ncircle tipless stone extractors from two different lots, the baskets broke and fragments of the device were retained inside the patient's body. This complaint reports the three baskets used from this reported lot number. The remaining device is reported in patient identifier (B)(6). After utilizing all of the stone baskets available within the facility, the physician had to switch gears and place a stent instead. The patient will return at a later date to have device fragments removed along with the remaining stones. No additional consequences to the patient have been reported as a result of this occurrence. Additional details regarding the patient and event have been requested, at this time, no additional information has been provided.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported during a ureteroscopy procedure using four ncircle tipless stone extractors from two different lots, the baskets broke and fragments of the device were retained inside the patient's body. This complaint reports the three baskets used from this reported lot number. The remaining device is reported in patient identifier (B)(6). After utilizing all of the stone baskets available within the facility, the physician had to switch gears and place a stent instead. The patient will return at a later date to have device fragments removed along with the remaining stones. Investigation evaluation. A document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. No product returned. Pictures of the 4 complaint devices were provided by the customer. Three of the devices were from one lot and the other was from a different lot, but the provided picture did not specify which devices were from witch lots. A search of the north american distribution center (nadc) database found all devices from the complaints lots have been shipped. No similar product from the same lot is available for investigation. A clinical assessment was assessed and found if the device pieces could not be successfully retrieved and remained in the patient¿s body, there would be increased risk of inflammatory response to the foreign body and infection. The severity could range from negligible, requiring no medical intervention to patient death. Based on the information provided, cook has concluded that the most likely cause of this complaint is unintended use error. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.